Event description:
This is the event description received from the initial reporter: the doctor was changing the prosthesis when a piece fell off into the pts airway. The dr. Was able to suction it out. Pt's wife was contacted and brought the reserve prosthesis from home. The backup tep was then changed with no problems. The dr. Was upset as she claims she has never experienced this before in her many years of dealing with tep changes and the laryngectomy population. Ref 7275 provox xtraflange 22.5 was used together with the product. Several follow-up questions have been sent and also requests for the complained product but unfortunately no response has been received by the complainant. Description of the product: provox activalve is an unsterile indwelling voice prosthesis intended for anterograde insertion in a healed puncture for voice rehabilitation after total laryngectomy. The device is intended for patients who are experiencing early leakage with previous voice prostheses (device life less than 4-8 weeks). The device reduces the need for frequent replacements in a majority of users, but not in all. The voice prosthesis is seated in a puncture in the wall between esophagus and trachea.